Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 75% de novo target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. The physician advanced the 3.0mm x 15mm quantum maverick mr balloon to the lesion for predilation and on the first inflation to 10atms, the balloon ruptured. The device was removed intact and the procedure was completed with a different device. There were no patient complications and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).